Manufacturer narrative:
Veeva case: (B)(4).

Event description:
A piece of the cream, dried cream, went down my throat. It's still there and I was wondering, I tried everything, I tried to drink hot coffee. [Medication stuck in throat]. A piece of the cream, dried cream, went down my throat. [Accidental device ingestion]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a patient via phone (call center representative). The report concerns a consumer of an unknown age and gender. The consumer received poligrip (carna+polma cream) cream for indication product use for unknown indication. No concomitant medications were reported. No medical history was reported. No drug history was reported. On (B)(6) 2025, after an unknown time of starting poligrip, the consumer experienced a medically significant event of "a piece of the cream, dried cream went down my throat. It's still there and I was wondering, I tried everything, I tried to drink hot coffee" and "a piece of the cream, dried cream went down my throat" (preferred term: foreign body in throat and accidental device ingestion). The events were considered as serious due to seriousness criteria other medically important condition. The outcome of the events was unknown. The action taken were: for poligrip was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality assessment was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I used for the first time your poligrip cream and after yesterday for the first time and uh when I removed it, a piece of the cream, dried cream, went down my throat. It's still there and I was wondering, I tried everything, I tried to drink hot coffee. I try to swallow and eat food and stuff to it and it's still there. Will that eventually disappear? I tried with hot coffee I am fine". Case product: poligrip device MFR number: 1000415764-2025-00105.